Manufacturer narrative:
As reported, the physician opened the package of the 6/7f mynxgrip vascular closure device according to the instructions for use (IFU) and the balloon ruptured on two different devices. There were no reported patient injuries. The devices were not successfully deployed in the patient. Multiple attempts to obtain additional information were made without success. The products were not returned for analysis. The device history record (DHR) reviews of lot f1820101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR reviews nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Event description:
As reported. The physician opened the package of the mynxgrip vascular closure device 6f-7f according to the instructions for use (IFU) and the balloon ruptured on two different devices. There were no reported patient injuries. The devices were not successfully deployed in the patient. Additional procedural details were requested but are unknown.